Manufacturer narrative:
The lead was capped off inside the pt, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated, if additional info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead was capped due to intermittent capture above 5 v. During the revision, it was reported that the lead was tested through the psa and received thresholds at or below 1.0 v. The lead was then tested through the pacemaker and they discovered, when they physically moved the lead around right where it bends from the header, it would alter the pacing of the lead. It was determined that there was either an insulation or internal wiring problem. The physician called it a "bend or break" and capped the lead. A new oscor lead was implanted. The lead was actively implanted for approx 1 year, 3 months.